Event description:
This customer reported an unexpected shutdown of the defibrillator while in use on a patient. The involved patient died.

Manufacturer narrative:
(B)(4). This customer reported an unexpected shutdown of the defibrillator while in use on a patient. The involved patient died. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.